Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. Hp stated she connected herself, but was not sure what the display said and pressed go again. The technical service representative (tsr) explained the alarm and then assisted the hp to cycle power off/on to clear alarm and then explained proper set up procedures. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that she was not sure what might have caused the alarm. The home patient stated this was an isolated event. The home patient did not develop any adverse reactions or require any medical intervention. The home patient then stated they are currently performing therapy without any complications.